Event description:
Surgeon started with the standard size 0 broach and visually noticed a fracture of the greater trochanter. He continued broaching up to a size 4. The final implant was a size 3 and the fracture was cabled. The pt is limiting their weight bearing activity. There is no additional medical intervention of revision surgery expected.

Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality documents review confirmed that all implants released to the field of the lot number 073137 (B)(4) were conforming to specifications valid at the time of manufacture. Femur fractures are a known possible complication of total hip arthroplasty.